Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. No alert screens were displaying during testing. It is possible that excessive body fluids influence the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The device was disassembled and no anomalies were found associated with the reported issue. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The ¿replace instrument¿ yellow message screen is displayed after receiving two consecutive yellow alert screen messages and is advising of a potential issue with the instrument. However; no yellow alert screens were displayed during testing. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that during a splenectomy and distal pancreatectomy procedure, the device passed the self test. During the procedure there were multiple replace instrument error codes. The jaw was stuck in the closed position. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.